Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg released criteria. The complaint database was reviewed and to date, no other complaints have been reported for this failure mode within this lot. The device was returned to the MFR and during visual inspection, damage to the ivus catheter was found. A punctured inner lumen and distal shaft was observed approximately 71.5 cm from the end of the distal tip. Score marks were observed around the distal tip and to the expanded single lumen (esl). Blood was observed in the guidewire port channel. No crack observed in the guidewire port channel. The IFU precautions for this device states that "the visions pv 8.2f is a delicate scientific instrument and should be treated as such. When inserting the guide wire, both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur."

Event description:
It was reported that the guidewire exit port channel of the ivus catheter had a cracked and leaked blood during the procedure. According to the MFR's representative, the physician was able to produce an image and the blood observed in the ivus catheter did not affect the procedure. The procedure was completed successfully using the same device. It was reported that the incident did not have any impact to the user or pt. The pt was discharged from the hospital as scheduled.